Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that a syringe 0.3ml 29ga 1/2in 7bag 420cas jp separated from the hub during use. The following was reported by the initial reporter: "when removing the orange-colored shield, the needle with the shied was separated from the barrel."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 12/17/2020 h.6. Investigation: customer returned (1) loose 3/10cc syringe. Customer states that when removing the orange-colored shield, the needle with the shied was separated from the barrel. The returned syringe was tested and the hub-needle/shield assembly separated from the barrel when attempting to remove the shield. Unable to perform DHR check for needle hub separates due to unknown lot number. Root cause: root cause for this defect cannot be determined. CAPA#1630423 was initiated. H3 other text : see h.10

Event description:
It was reported that a syringe 0.3ml 29ga 1/2in 7bag 420cas jp separated from the hub during use.the following was reported by the initial reporter:"when removing the orange-colored shield, the needle with the shied was separated from the barrel."